Event description:
Knc representative was not present during case. Physician had been trained on the device, however, the device was used off label in a coronary procedure. Thromcat was used to remove thrombus in a very small tortuous circumflex artery. When removing the thromcat device it was observed that the blue tip was not at the end of the catheter. The blue tip was found in the hemostatic valve of the tuohy y body. The physician wanted to do more intervention, however, noticed a dissection in vessel and aborted the rest of the procedure. Based on the pictures taken during the removal of the thromcat, the thrombus had been removed and there had been no dissection observed. A pt2 and whisperwire were used after the thromcat was removed. The dissection was observed after the whisperwire was used. Pt was kept an extra day and then discharged.

Manufacturer narrative:
Only the blue distal tip was returned for evaluation. The investigation is currently ongoing. A follow up report will be forwarded to the agency to complete section as soon as possible.